Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins). It was reported that the patients device was not turning on and that the "reposition antenna" message was being displayed on the recharger (insr) when attempting to start a recharge session. It was explained that they had tried repositioning the antenna in all four different positions multiple times. It was noted that the last successful recharge session had been a few weeks previous, and that the patient was unable to communicate with their ins via any external device. The manufacturer representative had followed up with patient services and would be contacting the healthcare provider for further follow up in regards to being unable to recharge the ins. On (B)(6) 2017 the patient reported they had spoken with their manufacturer representative and would be meeting with them on the upcoming thursday to restart their ins. This was not an out of box failure and no patient symptoms were reported to have occurred. No further issues or complications were anticipated. Additional information received from the manufacturer representative reported that this case was handled by another representative on (B)(6) 2017. Follow up for additional information being conducted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device had to be jumpstarted by the hcp and a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.